Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter first name, initial reporter last name, initial reporter e-mail and other occupation a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple bins had failed again, with the remote smart service (rss) indicating a failure to unlock. A field service engineer replaced the (irac) interface and relay access controller board in row 1 and tested successfully in diagnostics. However, during further testing, timeout errors were observed in row 3. The bbb board was then replaced, and the number of rows was configured in diagnostics. All rows were tested successfully with no errors. The helmer refrigerator was configured in the application. The customer successfully tested the refrigerator using the application. Diagnostics confirmed that the refrigerator was functioning properly, and the customer verified the repair as successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, its rss was failed to unlock.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, its rss was failed to unlock.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.